Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) over 500 mg/dl. The patient had menses and was vomiting over the weekend, but was unsure if this was related to bg elevation. The patient had gone to the doctor's office, where her bg was 357 mg/dl, and was sent to the hospital, where she remains. Troubleshooting with customer support (cs) found the bg excursion was related to a luer lock leak in the cartridge. This complaint is being reported as the patient experienced hyperglycemia related to the leaking cartridge

Manufacturer narrative:
Follow-up #2 date of submission 07/30/2014 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned. A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.